Event description:
It was reported to the manufacturer by the medwatch 3500a form from the facility ((B)(6)) is attached. Upon speaking with the facility, the staff did not know where to locate the CPR release valve on the mattress. The pt did not sustain any injuries. The mattress and pump were delivered to the facility on (B)(6) 2015 and picked up from the facility on (B)(6) 2015. The mattress and pump were evaluated upon return to the warehouse and they functioned as intended. (B)(4).

Manufacturer narrative:
Dolphin pump serial #: (B)(4).